Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the heater was received with the gray adapter ring. It was also found that the power switch was damaged and did not light up, and the unit did not generate heat. The unit was approximately 583 days of age. It was also found that the platen shows mineral deposits, the lower housing shows black specs, as well as the inner wall of the gray adapter ring. The circuit board power safety fuses were blown due to a possible power overcharge, damaging the switch lamp. The unit will be repaired and returned.

Event description:
The customer alleges that the device no longer provides heat.

Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the device no longer provides heat.